Event description:
It was reported that during a non vaginal hysterectomy, on the 7th firing with a reload on the third pull of the firing sequence of the trigger, the device gave no resistance. The manual release was pulled and the drivers in the cartridge were raised but the device did not cut or staple. The device was reloaded and the same results occurred. The procedure was completed by cutting and trying with suture. No bleeding or adverse pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.